Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a filament calibration is required. No patient injury was reported.